Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 12.3 ¿ 12.5 cm, 14.8 ¿ 15.1 cm, 25.1 ¿ 25.6 cm, and 31.4 ¿ 31.5 cm from the distal tip consistent with lead friction to the ICD. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.